Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection/sepsis. The source and cause of the infection was unknown and not determined. This device was explanted. No additional adverse patient effects were reported.